Manufacturer narrative:
Event date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was getting power-on-reset (por). The patient stated that it has not been fun without the device working. It was reviewed that it was a warning por which needed to be cleared by a clinician programmer. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information from the consumer regarding the patient reported the device was not working. It was noted the caller was transferred to patient services. The patient stated the device was not working and she was getting a power on reset. The patient stated she had electromagnetic interference (emi) on (B)(6) 2018. The patient felt something was wrong, they checked her blood pressure and said her blood pressure was really high, 158, and she was taken to the emergency room (ER) and they did an echocardiogram to check her heart and blood clots and then shocked her heart back to rhythm. There were no further complications that have been reported as a result of this event.